Manufacturer narrative:
(B)(4). Vanguard ps open femoral 67.5, catalog #: 183130, lot #: 130510. Biomet cc I-beam tray 71mm, catalog #: 141223, lot #: j2486930. Arcom series a standard patella, catalog #: 184762, lot #: 842890. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03992; 0001825034-2018-03993; 0001825034-2018-03994; 0001825034-2018-03995. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently is experiencing pain, swelling, impingement, and allergic reaction to nickel. Patient indicated she is reactive to nickel. It was further reported that patient underwent two arthroscopy procedures to remove scar tissue.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Patient experienced inflammation, pain, swelling, impingement, limited range of motion, synonvial tissue, radiolucency, strong allergy to nickel, and a weak allergy to mercury. Subsequently, patient was revised due to aforementioned complications, loosening of the tibia and metal allergy.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently experienced pain, swelling, impingement and allergic reaction to nickel. Patient indicated she is reactive to nickel. It was further reported that patient underwent two arthroscopy procedures to remove scar tissue. Patient was then revised due to pain, swelling, impingement, allergic reaction and scar tissue.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by actual devices received and operative notes received. DHR was reviewed and no discrepancies relevant to the reported event were found. X-ray review report provided states that there is significant lucency along the medial tibial plateau with cortical break, possibly representing a subtle fracture in this region. Underlying osteolysis could have a similar appearance. There was extensive vascular calcifications seen. The swelling, synovial tissue formation and pseudo capsule impingement can be contributed towards metal allergy that patient has (patient condition). However, the cause of loosening of the tibial component cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.